Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of the returned device showed no evidence of product nonconformance. During the evaluation, wear of the modular head and acetabular liner were noted, as was fretting of the taper adapter. The most likely root cause was determined to be malpositioned components, subluxation, and/or joint laxity; however, a conclusive determination could not be made without further information. This report is 2 of 3 mdrs filed for the same event (reference 3002806535-2015-00099, 4099 and 40100).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to unknown reasons.